Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that a couple of months after they were implanted, they had to have everything taken out (implant and leads) because the wires down into the implant got infected and their was infection all around the implant; pt said that where they put the implant never healed up real well and kept oozing. Pt said that they have a lot of scar tissue there in their skin from removal and when they had the implant replaced that had to find a different place for the implant. Ps documenting past event that was reported by the pt on the call.